Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x wireless guidewire had resistance advancing through the guidewire introducer needle into the anatomy and seemed to get more difficult. The pressurewire x wireless guidewire was removed, and another guidewire introducer needle was attempted to be used with the same pressurewire. The same resistance was also noted during advancement and there was also a lot of resistance during removal. The pressurewire was removed with the introducer needle as a single unit. Upon inspection, the coating on the pressurewire was damaged. Another pressurewire x wireless and the first guidewire introducer needle was used to continue and complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.